Event description:
A user facility reported to olympus the visera 4k uhd camera control unit had a loose internal part. Upon inspection and testing of the customer returned device, the screw was found to be detached and damaged. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event, as the patient was not under sedation.

Manufacturer narrative:
The device was retuned to olympus for evaluation and the customer's allegation was confirmed. The loose internal part was determined to be an internal screw. The screw was reinstalled by an engineer. It was stated that the is result of wear and tear. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained regarding this event, refer to b5.

Event description:
According to the field service engineer (fse), the device was a loaner from olympus and the failure did not occur in the hospital. There were no patients involved. The failure occured during transport.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the loose internal part (an internal screw) occurred due to wear and tear. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.